Event description:
It was reported that towards the end of a surgical procedure at the healthcare facility, the tip of the small pointer dislocated from the body of the device after sustaining an impact from falling on the floor. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that towards the end of a surgical procedure at the healthcare facility, the tip of the small pointer dislocated from the body of the device after sustaining an impact from falling on the floor. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
It was determined during the device evaluation, that the impact of the device being dropped on the floor is a probable cause of the reported event.